Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 333 mg/dl. Reportedly, customer's bgs started to elevate after changing out the cartridge/tubing/site. Customer also thought that they might have inputted the incorrect carbohydrate values into the pump. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer discuss bgs with their healthcare provider.